Event description:
It was reported that a patient underwent an incisional hernia repair procedure on an unknown date and mesh was used. The patient experienced a recurrent hernia. The surgeon opines that the hernia may have been too large for laparoscopic repair. The patient underwent a revision surgery on an unknown date and the surgeon noted that adhesions were present, but they came away easily. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.